Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair procedure on (B)(6) 2021, it was observed that laser etching application was fainted on the awl device that the surgeon miscalibrated the burr hole depth for the unknown implant device. As a result, the burr hole became deeper that what it was supposed to be that it made the unknown implant device fell off. The procedure was completed with less than 30 minutes of delay. There were no adverse patient consequences reported. No additional information was provided.